Event description:
Reporter stated the device was leaking from the port where the extension tube is attached. Whenever the cap is removed. Stomach contents leak out leading to skin breakdown of skin around stoma. A prescription drug was administered to the skin. The reporter initially stated the device was inserted in 1999, but later reported the insertion date was 2000. One pt involved.